Event description:
It was reported via e-mail, a post operative trauma patient of unknown gender, age, height and weight, had a palmaz stent (size unknown) inserted into unknown vessel in 2007. During the procedure, the patient had a stroke. Post-operatively the patient is reportedly recovered and doing well. At the time of this report, no further information is available.

Manufacturer narrative:
The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.